Event description:
It was reported that the stent was inadvertently deployed. A 8mm x 40mm x 75cm innova self-expanding stent was chosen for an iliac stent procedure. The stent was opened in the sterile field. When flushing the stent, the physician noticed that the stent was partially deployed. The safety lock was on the device and the device never entered the patient. A second device was opened. The second device was flushed and deployed without any patient complications.